Event description:
I ordered online from (B)(4) on (B)(6) 2013 and received on (B)(6) 2013 a snorex device (lot 04162013), I used this regularly for about 6 weeks and it did help reduce snoring. However, after 3-4 weeks of use, I noticed tingling, numbness, burning sensation around my mouth, lips, gums, and tongue where skin made contact with the device. This seems to be inflammation or allergic response to the materials used in the device. I am also suffering from jaw pain as a result of the use of this device. I would have liked to continue to use the device to stop snoring, but the side effects are not acceptable. I have discontinued the use of this device, and now after about 3 weeks some of the symptoms have diminished, though the jaw pain is still bothersome. I suspect that substandard materials have been used in the mfg of this device, i.e. Not medical grade or hypo allergenic. In addition to my adverse reactions to the materials used in this device, I have noticed that interior parts of the adjustable "hinge" have changed color to brownish orange, which I suspect is oxidation of inferior quality metallic parts used in the mfg of the device. This device is intended to be used for prolonged times in warm, wet environment of the human mouth, so surgical quality stainless steel should have been used in its mfg. I have contacted (B)(4) (online (B)(6) 2013) with my complaint. They acknowledged by email (on (B)(4) 2013) receipt of my complaint and they promised a response, but to date I have not heard back from them. I would like to obtain a refund for my purchase of this product, as it is defective and harmful.